Event description:
It was reported that a skin erosion of the lead was observed and the physician decided to hospitalize the patient to fix the pocket. During the procedure, the physician noted that the lead was fractured. The case was ended. The next day at follow up, there were no issues with the lead measurements. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product analysis: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.